Manufacturer narrative:
No blank display noted during testing. Device had cracked case battery side. P-cap was able to lock in place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device was programmed with correct time and date. Device was monitored and no time loss/gain noted. During visual inspection, found electronic stack, motor and force sensor moisture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had randomly shut off. The customer stated that the insulin pump was not keeping the time, had two cracks front and back of it and there was one time it randomly shut off. Customer stated that the insulin pump was losing time and the loss was greater than one minute per week. Customer stated that loss was greater than four minutes per month. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.